Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Unrelated to this event, the mother of the patient reported that the battery in the pump has not been lasting more than two to three weeks. She reported there is no moisture or corrosion in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The mother of the patient reported that the pump was skipping through screens when pressing the buttons. She reported that the keypad is intact.